Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat blood glucose (bg) level. It was not provided if bg level was low or high. Customer alleged that the "pump nearly killed me", and the customer was subsequently hospitalized. There was no additional information provided. The customer declined to further troubleshoot with tandem technical support, therefore, allegation could not be confirmed.